Event description:
During an incident in 2000 involving a male pt in cardiac arrest, this defibrillator began to charge but then displayed error code #2. A new battery was installed and the unit analyzed again, committed to treat but aborted the change. An als crew arrived and took over pt are. They shocked the pt 2 times, but the pt was expired.